Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the flex-shaft ø7 long was found the device broken. No other defect was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the flex-shaft ø7 long. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Device report from synthes reports an event in new zealand as follows: suprapatellar approach for a midshaft compound butterfly of the tibia. Reaming the intermedullary canal using the long synream shafts. First pass with the endcutting 8.5mm reamer fine. Next few passes in larger size managed until using the 10.5mm reamer. While passing the fracture site a it was making the usual sound just slightly larger, until it stopped that sound. We knew something was wrong and with x-ray took a shot at where the reamer was. The reamer appeared broken at the last point of the shaft of the instrument. The reamer head and broken piece was removed via the ball tipped guide wire, and several minutes was spend clearing the debris from the bone. All metalware collected out of the patient. We were able to complete the operation with use of the second reamer shaft. No outcome of the operation effected. Experienced consultants, registrars and charge nurse had never witnessed this before. I noted on the x-ray of the fracture that a large piece of cortical bone had been displaced into the intermedullary canal after the pass of the 9.5mm reamer. I hypothesied that this may have jammed into the reamer shaft while passing with a larger reamer. Surgeon did stop and start the reamer. He did not "bounce" the reamer in the canal or put any more force that I have usually seen in theatre. All metal ware was collected and decontaminated for sending for product evaluation. Concomitant device reported: unk - guide/compression/k-wires (part# unknown; lot# unknown; quantity: unknown). This complaint involves one(1) devices flex-shaft ø7 long. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary both photo and the actual device were received for evaluation. Visual analysis of the photo revealed that the flex-shaft ø7 long was found the device broken. No other defect was found. Visual analysis of the returned sample revealed that flex-shaft ø7 long was found the device broken from the shaft near of the tip connection. Broken fragments were received in the evidence provided. A dimensional inspection for the flex-shaft ø7 long was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the flex-shaft ø7 long would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part #: 352.044, lot #: 402p060: a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.